Event description:
The customer reported that the fast stop button was pushed, and it comes up on the tower. Customer did not reset button on table, but did reset button on console.

Manufacturer narrative:
A ge rep guided the customer over the phone through resetting the system.